Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (b)(64) 2019 about 5 pm with blood glucose of 700, when he got to the emergency blood glucose was 450 mg/dl. The customer did experience the symptoms such as head ache. The customer was treated by insulin pump and took him off insulin pump and put him on manual injections. Troubleshooting was not done for high blood glucose and under delivery. Customer went to the hospital 4 times this week. Emergency medical services was dispatched the first time it was 32 mg/dl, thursday morning blood glucose was 400 mg/dl and then in the afternoon it was 700 mg/dl. Thursday he stayed in the emergency room (ER). Because of the high bgs, he had kidney failure. The insulin pump will be and reservoir and infusions set will not be returned for analysis.